Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for the treatment of parkinson¿s dual. It was reported the ins was malfunctioning. No troubleshooting was performed. The patient had a return of parkinson's symptoms. The caller requested a manufacturer representative (rep). No further complications were reported or anticipated.